Manufacturer narrative:
(B) (4).

Event description:
At device implant, the hcp had to reopen the pocket during implant to stop some bleeding, but nothing was done to the connections at that time. Afterward, the pt felt a shocking sensation at the implantable neurostimulator pocket when the device was off or on. The device was reprogrammed using several combinations, but the pt continued to feel a bee-stinging sensation. All impedance measurements were within normal limits. The implantable neurostimulator was turned off to allow the pocket to heal. A f/u appointment with the hcp had been set. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.